Manufacturer narrative:
Unit passed the self-test, active current measurement. However, pump received with high sleep current test due to moisture damage to pcb1 and pcb2 boards. Unit successfully downloaded to thump. Customer experienced power loss of less than 7 days per the pump history records. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage on pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, cracked belt clip rail, stained keypad overlay, missing display window cover, corroded battery tube, corroded motor home switch. Confirmed customer experienced power loss of less than 7 days per the pump history records. The abnormal power management graph and pump failed the sleep current test were noted due to moisture damage on pcb1 and pcb2 boards. Cosmetic damage at battery compartment was confirmed. However, pump received without batter cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the issue with the battery cap, a crack at the back of the pump, and in the site of the screen. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1881. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.